Manufacturer narrative:
The returned device was analyzed and the reported event was confirmed. Visual, microscope, and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked appeared to have excessive mechanical force that was exerted onto the lead proximal array resulting in damage to the internal cables. The lead was bent resulting in the reported complaint.

Event description:
It was reported that the patient underwent a trail of the device on (B)(6) 2020, after the trial only the lead was left in the patient for approximately three months due to covid-19. The lead tails were left inside the patient following the trial along with the head extension. During the permanent implant procedure, the physician found that the lead tail was damaged, which resulted in high impedances. The physician removed the lead and replaced it with a second lead. The patient recovered. Additional information was received that the device was received and device analysis was completed.

Event description:
It was reported that the patient underwent a trail of the device on (B)(6) 2020, after the trial only the lead was left in the patient for approximately three months due to covid-19. The lead tails were left inside the patient following the trial along with the head extension. During the permanent implant procedure, the physician found that the lead tail was damaged, which resulted in high impedances. The physician removed the lead and replaced it with a second lead. The patient recovered.